Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched display window, scratched reservoir tube window, cracked belt clip slot, and reservoir tube.

Event description:
Customer stated that the device was flushed onto her skin and it may have received some moisture from sweat. Blood glucose value is 226 mg/dl will treat with manual injections. Nothing further reported.